Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned subject guidewire device revealed that the guidewire was noted to be broken/fractured and stretched approx. 191 cm from the proximal end. The tip of the subject guidewire was seen to be shaped. The core wire distal end was observed through the distal tip dome. The guidewire ptfe (polytetrafluoroethylene) was seen to be peeling approx. 32 cm from the proximal end. Functional inspection was not performed as the subject guidewire was broken/fractured. The reported ¿guidewire broken/fractured during use¿ was confirmed during analysis. The reported ¿unexpected movement of device¿ and ¿guidewire difficult to advance¿ could not be duplicated; however, the analysis results are consistent with the reported event. The subject guidewire device failed to meet specification when returned, based on the damage noted to the returned subject guidewire device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a stryker simulated use testing with the physician in a silicone model, the subject guidewire prolapsed in the bench top model and upon removal, the subject guidewire hypotube was fractured. Additional information provided states that there was prolapse of the subject guidewire wire inside the model, the subject guidewire would not advance in the model when pushed and a torque device was used to facilitate directional manipulation of the subject guidewire. The subject guidewire device was returned, and it was confirmed that the distal end of the subject guidewire had been fractured and stretched and there was some ptfe coating peeling to the proximal end. It is probable that the subject guidewire prolapse caused the reported difficulty to advance the subject guidewire within the model and subsequent guidewire movement and fracture during removal of the subject guidewire. An assignable cause of procedural factors will be assigned to the reported ¿unexpected movement of device¿, ¿guidewire broken/fractured during use¿ and ¿guidewire difficult to advance¿ and to the analysed ¿ guidewire broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The damage noted to the ptfe coating is consistent with interaction with the torque device during torqueing/manipulation of the guidewire, therefore an assignable cause of handling damage will be assigned to the analysed ¿guidewire ptfe coating peeling¿.

Event description:
It was reported that during simulated use testing with a physician in a silicone model, the subject guidewire prolapsed in the bench top model and would not advance in the model when pushed. Upon removal, the subject guidewire hypotube was observed to be fractured. No patient involvement was reported.

Event description:
It was reported that during simulated use testing with a physician in a silicone model, the subject guidewire prolapsed in the bench top model and would not advance in the model when pushed. Upon removal, the subject guidewire hypotube was observed to be fractured. No patient involvement was reported.